Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number: (B)(4). The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported while implanting xen in patient's left eye patient jumped and slightly tore conjunctiva, but seidel negative. The next day the xen protruded through conjunctiva slightly and the healthcare professional moved xen under conjunctiva in office; seidel negative. Two days later there was full erosion of xen and physician "took xen and placed manually under more conj." After 21 days again the entire xen extruded from conjunctiva. Explanted xen from left eye at slit lamp and restarted on glaucoma drops. The reported event has been resolved.